Event description:
Customer reported that pt information displayed on the analyzer screen did not match the information that was scanned into the instrument. There was no report or injury for this event.

Manufacturer narrative:
This error was determined to be due to the user error when the pt ID was being entered.